Event description:
Customer reported issues with the insulin pump and sensor readings. Customer states that her sensor glucose and blood glucose values are off. The sensor glucose reading was 68 mg/dl and the blood glucose was 285 mg/dl. Customer states that he was getting the change sensor alarm, which was causing him to change the sensors before the six day period. Customer also mentioned he has high key tones. Customer states that they are having calibration errors but it was discovered that they were not calibrating at appropriate times. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.